Event description:
New information received indicated that the patient presented for a follow-up clinic visit. It was discovered that the pacemaker exhibited a functional under-sensing issue. No intervention was performed. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited undersensing in the atrial channel. No intervention was reported. The patient¿s condition was unknown.